Manufacturer narrative:
A ge rep evaluated the system and found customer was unfamiliar with collimation, abs and auto histo functions. Instructed customer. System operates as intended.

Event description:
Customer reported dark and grainy images, and cannot see lateral spines. No pt injury was reported.